Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The device was returned with the cannula cap detached from the cannula tabs and was inside a clear plastic bag. No other visual damage was noted. The instrument was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive force applied to the device during use. The device was disassembled and no damage was found on the internal components.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient under laparoscopic hernia repair on (B)(6) 2015 and absorbable straps were used. During firing of the device, the cannula cap came off and fell into the patient. The cannula cap was removed with forceps via a trocar and no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse patient consequences reported.